Event description:
The account alleged damage to the coil cables with bare wires exposed. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.